Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for post-reset ram crc alarm. Patient¿s blood glucose was 139 mg/dl. Customer reported that they was hospitalized and need to turn off the pump for 6 days. Customer reported that the alarm occurred immediately after a battery change. Customer reported that post-reset ram crc alarm has occurred more than once after a battery change. Customer got hospitalized because of alcoholism and it was not related to his diabetes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error noted during testing. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received cracked retainer, minor scratched display window and scratched case.